Event description:
The customer called in for help with his meter. Upon troubleshooting, the customer received normal control tests readings of 167 and 221mg/dl. The normal control test range is 88-119mg/dl. The customer did not allege any adverse ev ents due to the readings. The strips are to be returned for evaluation and replacement strips will be sent.